Event description:
A consumer reported receiving incorrect test strips in a a retail sold box of strips. If the incorrect strips were used to perform an assay, the result could fall into the "c" zone of a clarke error grid showing the results to be clinically significant. There was no report of death, serious injury, medical intervention or mistreatment associated with the event.